Event description:
It was reported that the paramedics were called to the customer's home due to low blood glucose levels. It was also stated that the insulin pump was not priming correctly prior to calling the paramedics.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.